Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler instrument was analyzed and advance failure analysis (fa) investigation confirmed initial fa that drive cables are loose in the backend and that instrument motion could not be tested, due to repeated engagement failures. Log review revealed no errors during the procedure, however firing forces for each firing was fairly high. The instrument was fully disassembled for inspection of internal components and source of cable dislodgement. Once disassembled, it was observed that the long drive cable crimp had dislodged from the main tube shuttle crimp pocket. The crimp was found to be retained at the shuttle pulley. Inspection of the shuttle retention tab shows damage to the retention feature that holds the crimp in place. Evidence suggests cable crimp slipped out during firing, leading to lack of tension in the cables, and subsequent in-house engagement failures along the grip axis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform 60 stapler was analyzed, and failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. A review of the logs shows no errors. Functional testing of the stapler instrument was not possible since the engagement test failed on the in-house system in multiple attempts. The instrument housing was opened, and a loose drive cable was found at the proximal end. The sureform 60 stapler instrument was returned with a white reload. The reload was evaluated and all staples were already fired. All pushers were deployed, and no unformed staples were found. The reload was found to have lodged staples in the knife track. Cartridge damage was observed along the knife track with no missing material. Mechanical indentation damage was observed on the blade. A review of the stapler logs for the sureform 60 stapler associated with this event has been performed by an isi failure analysis engineer (fae). The logs showed the sureform 60 stapler instrument was installed on the system four times intermittently throughout the procedure. The instrument fired four white reloads. On the first reload install, the system failed to detect the reload color and the user manually selected the white reload via the graphical user interface (gui) on the surgeon side console (ssc) touchpad. The first clamp was successful, and the firing was completed with 2 pauses for compression. On the second reload install, the first clamp was successful, and the firing was completed with 1 pause for compression. On the third reload install, the first clamp was successful, and the firing was completed with 3 pauses for compression. On the fourth reload install, the first clamp was successful, and the firing was completed with 8 pauses for compression. The instrument was then removed and not used in the procedure again. All unclamps were successfully completed per the logs. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the sureform 60 stapler could no longer be moved, but two magazines had been properly fired. The procedure was completed as planned with no reported injury.